Event description:
Hcp reported pt presented with signs of an infection of the device pocket and lead tract in the lumbar region. These include redness, swelling, drainage, and pain. Cultures of the device pocket were obtained. Staph was the organism cultured. Hcp reported pt does not have meningitis. The pt was treated with both IV and oral antibiotics and total device system explant. The device was not returned to the manufacturer for analysis. Hcp reported pt outcome is unknown. A follow up report will be sent when additional information is received.